Manufacturer narrative:
The instrument will not be returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that an endowrist instrument cable broke during a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.